Event description:
It was reported that the patient's lead was extruding through the incision. It was reported that the patient's mother believed that the extruding lead was a suture and inadvertently clipped the lead. The patient was scheduled for lead replacement. It was reported that there was concern that the patient was having a reaction to metal. The patient underwent lead replacement. The explanted lead was discarded during the surgery. The physician indicated that the believed cause of the lead extrusion is a rejection of the foreign body. The patient has had similar reaction in the past to suture material.